Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient was also diagnosed with bilateral breast capsular contractures and breast ptosis. Along with the removal of implants on (B)(6) 2021, the patient also underwent bilateral capsulectomies, mastopexies and replacement with the following: (left) 300cc mentor memorygel breast implant catalog: 3507300mc lot: 9619684 sn: (B)(6) and (right) 300cc mentor memorygel breast implant catalog: 3507300mc lot: 9602514 sn: (B)(6) . On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, capsular contracture, and ptosis manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth gel implant 200cc breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor gel implants, suffered bilateral breast implant ruptures, post-procedure. The patient is a wreck and shocked over the ruptures. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.